Event description:
Upon insertion, small piece of the plastic on tip chipped off. No delay to procedure reported. Device backup not available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.